Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service or repair of the ventilator was requested. The healthcare facility performed investigation by themselves and reportedly replaced the expiratory valve coil. The ventilator then passed all functional and safety tests and was cleared for clinical use. The replaced part was not returned for investigation. Provided ventilator logs confirmed the reported failed pressure transducer test during pre-use check. Recommended action if the expiratory valve test fails during pressure transducer test is to replace the expiratory valve coil. The movable axis of the expiratory valve coil controls the opening of the expiratory valve by pushing the valve membrane into desired position. The power supply to the coil is regulated so that the remaining pressure in the patient system, towards the end of the expiration time, is kept on the peep level according to user interface setting. Defective expiratory valve coil may lead to stop of ventilation. Our conclusion is that the replaced part was the cause of the failure. However, the root cause to why the part failed has not been established as the replaced part was not returned for investigation.

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).